Event description:
It was reported that occlusion alarms occurred. Customer cleared the alarm and resumed insulin delivery. Customer's blood glucose was approximately 250-400 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.